Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb was evaluated and replaced. A completer contact enhancement of c-arm control part to system boards were performed. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.